Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera was having focusing issue. The procedure was converted to open surgery and completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the camera head involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. Mechanical shock was observed, this resulted in a damaged stage assembly. Additionally, the camera housing components were worn and had to be replaced.